Event description:
The following additional information was provided by the patient's peritoneal dialysis (pd) nurse on (B)(6) 2010: the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient was on low calcium 1.5%, 2.5%, and icodextrin pd solutions at the time of the peritonitis. The nurse indicated the cause of the peritonitis was touch contamination. The patient was treated with antibiotics (details not provided) and recovered from the peritonitis on (B)(6) 2010. The nurse indicated that the patient was seen at the clinic on (B)(6) 2010 and he reported no issues and has not had any issues since. The nurse indicated the discomfort the patient noted on (B)(6) 2010 must have been gas pain. No further information is available.

Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010." During call, the home patient (hp) reported that there was soreness and he had peritonitis a month ago. Writer contacted the patient's peritoneal dialysis (pd) nurse on (B)(4) 2010 to attempt to obtain additional information; however, no further information could be obtained at this time. The nurse did indicate that there was no baxter pd product malfunction or defect that could have led to the peritonitis. The nurse indicated that the cause is unknown but that the patient has recovered and has been able to continue with pd therapy without any further complications.

Manufacturer narrative:
(B)(4). Patients discard supplies after completion of each peritoneal dialysis treatment and the onset of this peritonitis event is unknown; therefore, it is not possible to obtain a sample.

Manufacturer narrative:
(B)(4).